Event description:
Three following childbirth, pt experienced massive hemorrhage. Uae to stem the hemorrhage. Pt received multiple blood transfusions. Admitted to ICU. Then 90 days post uae, she developed severe edema of lower extremities, greater on the right side, and massive cellulitis, bilateral lower legs. She continues to experience chronic lower edema. Right leg continues to have greater vascular failure.